Manufacturer narrative:
Facility experienced an event with endopath endoscopic multifeed stapler while performing a unk procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973279. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, nose shroud cracked/broken, and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the visual inspection, the cartirdge nose was received separate from the cartridge and appeared to have been cut on both instruments. The separated nose piece would not allow the staples to advance. No conclusion could be reached as to why the nose piece had separated from the cartridge. Co reviews each incidence as it occurs in order to continuously improve the products and processes.

Event description:
During an unknown procedure it was reported by the affiliate that the staples would not advance. There was no pt consequence.